Event description:
It was reported to olympus, that the colonovideoscope had an e315 communication error. The issue was noted during inspection for use for a diagnostic colonoscopy and it was completed with a similar device. There was a delay of 5 minutes noted. There were no reports harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed and the error message was unable to be reproduced. It was noted that leak test could not be performed due to heavy leak from the control body. A foggy image occurred due to damage to the objective lens and the color tone of the image was not proper due to damage to the circuit board unit in the scope connector. Image was not displayed due to damage to the scope connector. The bending angle in the up direction exceeded standard value due to deformation of the bending tube and the adhesive on the bending section rubber had a chip. The image guide protector was damaged and the scope connector was deformed. The universal cord and the scope cover were also deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to control section leakage while the user was handling the device, and water invaded the device. Due to the invasion, an abnormality of electronic parts occurred which led to a temporary occurrence of the suggested event. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.